Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. An attempt was made to deploy the first ctagac (B)(6) just below the left common carotid artery, but it moved distally and was deployed just below the left subclavian artery. The primary deployment line was broken when the second ctagac (B)(6) was partially deployed on the distal side of the initial device. The deployment line access hatch was opened but they could not see the primary deployment line. After retrieving the primary deployment handle, the secondary deployment line was removed but still, the device was not fully deployed. They checked the contrast image a few minutes later, and the device was fully deployed possibly due to blood flow. The device was successfully implanted after the removal of the red lock wire and the angulation assembly handle. A type iii endoleak was observed at the connection of these two ctagacs, and the first device (B)(6) slightly moved distally when it was touched up by balloon. A type iii endoleak slightly remained, but no further treatment was given and the procedure was terminated. The patient is doing well.

Manufacturer narrative:
Corrected event date to april 23, 2024 on description summary (b3/b4/b5/b6).

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. An attempt was made to deploy the first ctagac (tgmr373720) just below the left common carotid artery, but it moved distally and was deployed just below the left subclavian artery. The primary deployment line was broken when the second ctagac (tgm454520) was partially deployed on the distal side of the initial device. The deployment line access hatch was opened but they could not see the primary deployment line. After retrieving the primary deployment handle, the secondary deployment line was removed but still, the device was not fully deployed. They checked the contrast image a few minutes later, and the device was fully deployed possibly due to blood flow. The device was successfully implanted after the removal of the red lock wire and the angulation assembly handle. The patient is doing well.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.